Event description:
Scrub tech was placing harmonic instrument into the robot arm. Robot gave us a non recoverable fault code. Robot had to be shut down and restarted. Instrument was removed and replaced with new harmonic.